Event description:
It was reported that the patient¿s obsessive compulsive disorder (ocd) had been really bad lately and she had a loss of therapeutic effect. She checked and had let the charge in her implantable neurostimulator (ins) deplete to zero. At the time of the report she was charging it, but wanted to know if she was in trouble for letting it deplete. The patient mentioned that she had let it deplete two times in the last two weeks because of her ocd symptoms; ¿she checked and checked over and over if it was blinking.¿ the patient mentioned hating recharging because of her ocd; she checked it and checked it and checked if the green light was on and the light was blinking. She usually charged when it got to ½, but since she got back from treatment her ocd was so bad she kept putting it off and putting it off. She noted that ¿at first it helped about 40 percent then all of a sudden things went awry and she had to move and the moving was a big stressor and stress triggered the ocd to get worse so for last 6 to 8 months, her ocd had been really really bad so bad she had to go inpatient to a facility to try to get some help for it with behavior therapy but they were not really trained in it so she went to a psychologist on the side that would help her outpatient while she was staying there and he helped her as much as he could but she was still not where she wanted to be because everything took forever to do because she was checking all the time.¿ the patient was also assisted with understanding the icon meanings on the recharger and programmer. She thought the poor communication screen meant the ins battery was low. She checked with her programmer right after she ¿hooked it up¿ and could not get to a screen that showed it was turned on; she got the poor communication screen. She changed the batteries, but still got the poor communication screen. She tried to sync without the antenna attached and saw it was low/0% with ¿blinking low program c 6 v¿ on both sides. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. She got home from treatment ¿one week ago monday¿ and had been regressing ever since. The reporter noted that the patient had ¿some¿ improvement post implant, but her symptoms seemed to get much worse. The therapy had not been helping since last year; (B)(6) 2014. The patient was not eating, bathing, or taking her pills. She was ¿checking all day and night¿ and only getting a few hours of sleep. The reporter thought the device may be making the patient¿s symptoms worse.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3391s-40, lot# v570327, implanted: (B)(6) 2012, product type: lead; product ID 3391s-40, lot# v570327, implanted: (B)(6) 2012, product type: lead. (B)(4).